Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after balloon expansion, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured while pulling the device toward the puncture site. The device was removed, and a new mynx device was used to achieve hemostasis without issue. There was no reported patient injury. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. Femoral artery suitability was verified on angiography or venography, the device was used in an artery, vessel diameter was verified to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease or calcium at the puncture site. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use, and the user was trained in the use of the device. The procedure involved treatment of a left common iliac artery stenosis using a retrograde approach from the right groin. After treatment, the guiding sheath was exchanged for a 6f 10 cm short sheath and the device was opened. The procedure was performed per instructions, and there was no sensation of snagging before the incident. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after balloon expansion, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured while pulling the device toward the puncture site. The device was removed, and a new mynx device was used to achieve hemostasis without issue. There was no reported patient injury. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Femoral artery suitability was verified on angiography or venography, the device was used in an artery, vessel diameter was verified to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease (pvd) or calcium at the puncture site. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU), and the user was trained in the use of the device. The procedure involved treatment of a left common iliac artery stenosis using a retrograde approach from the right groin. After treatment, the guiding sheath was exchanged for a 6f 10 cm short sheath and the device was opened. The procedure was performed per instructions, and there was no sensation of snagging before the incident. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were fully depressed. The stopcock was found closed, with a cordis mynx syringe attached to the unit. The sealant was found deployed but remained mounted on the unit delivery shaft. With respect to the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Saline substrate was observed within the device tubing. No additional anomalies were observed during this analysis. As the balloon was received in the retracted state, button 2 was reset to its manufactured position to allow balloon evaluation. During this step, saline substrate was observed within the balloon. An attempt to perform an inflation/deflation functional analysis was subsequently made; however, the test could not be completed due to the presence of saline substrate within the balloon and tubing, which impeded balloon inflation and complete deflation. Therefore, the inflation/deflation functional test could not be performed. A high-magnification microscopic evaluation was performed to assess the balloon and associated tubing. This analysis confirmed the presence of saline substrate within the balloon and internal tubing, consistent with the findings observed during the visual and functional evaluations. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed since functional analysis could not be performed due to the blockage of saline substrate within the balloon and inflation lumen, and there were no damages noted to the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this dried saline substrate would not have been experienced by the user, access site vessel characteristics (which was reported to have no pvd/calcium) and/or concomitant device condition factors (which was not returned) are possible since calcification/pvd at the access site and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control instructions for use (IFU), ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.